Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the left circumflex artery (lcx) which had three 90-degree bends and a 180-degree arc of calcification. A 3.00 x 38mm synergy xd drug-eluting stent was advanced and attempted to be delivered through side cell of the previously implanted stent in the left main artery. The stent could not be delivered far enough down the lcx so it was removed with the use of an extension catheter. During removal, the stent stripped off of the balloon coming back through the side cell of the left main stent. Second access was then obtained, and the stent was retrieved completely using a snare. The procedure was completed with another of the same device. No patient complications were reported.